Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump felt hot to the touch. Blood glucose was 285 mg/dl. Reportedly, the customer completed a supply change out of precaution and continued to use the pump for insulin therapy. No temperature alarms were declared at the time of the event.